Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. The patient presented in clinic and there application was repaired successfully. No information was provided as to what caused the ble issue or how it was resolved. There were no patient consequences reported.